Event description:
Falsely elevated troponin I results were obtained on a patient sample. The results were reported to the physician who questioned the results. The sample was repeated on two alternate analyzers and negative results were obtained. It is unknown if patient treatment were prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely elevated troponin I results are unknown. The instrument is preforming within specifications. No further evaluation of the device is required.